Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s implantable neurostimulator (ins) was not operational. The hcp had no further information regarding the issue. No medical symptoms were reported in the event. There were no further complications reported or anticipated.